Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the white tissue pad fell off into the pt. The tissue pad was retrieved. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.